Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing in multiple episodes resulting in delivery of inappropriate shock therapy. It was reported that the device was felt to be oversensing pacing that was being delivered by another manufacturer's leadless pacemaker. Programming changes were going to be made to the leadless pacemaker. This product remains implanted and in service. No adverse patient effects were reported.